Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via manufacturer representative that spinal cord stimulation was not helping and patient wanted it explanted. Patient denied the option of reprogramming. The system was discarded by the account and rep was made aware after the explant occurred. No environmental/external/patient factors that may have led or contributed to the issue were reported. The issue was resolved. No further information was available.